Event description:
While on cpb, oxygenator began leaking blood from gas out port. This continued for the three hour duration of cpb with no noticable deterioration of gas exchange. Patient suffered no effects from this. Oxygenator will be returned for examination. Quadrox I. Oxygenator (B)(4). Bo-top (B)(4). Device returned to (B)(4)manufacturer for evaluation.